Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no similar complaints reported in the lot number. Additional info was requested 10/31/2007 by mail and fax. A completed questionnaire was returned 11/05/2007.

Event description:
Following intraocular lens (iol) implant surgery, a consumer reports blurry vision and seeing large halos at night. She also reports burning and itching.